Manufacturer narrative:
This report is submitted on november 06, 2017.

Event description:
Per the clinic, the patient experienced infection and skin necrosis at the implant site. Subsequently, the patient was hospitalised (date and duration not reported). The patient was treated with IV antibiotics and the site was debrided. The issue has since resolved and the implanted device remains in situ.